Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (belt alarms) was confirmed. Upon inspection, it was found that the high voltage cable was not connected to the belt connector, causing the belt alarms. The root cause of the cables not being connected cannot be positively identified. Once the cable was reconnected, the monitor was fully functional. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report check belt messages. The pt verified that there were no bent pins in the connector or belt and that the electrodes were making proper contact with his skin. The pt was issued a replacement monitor and electrode belt.